Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported via the implant patient registry that this 23mm valve was explanted from the aortic position after an implant duration of 12 years and 4 months due to torn left coronary sinus aortic valve leaflet. A 21mm valve was implanted in replacement. Patient was doing well after the replacement.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Based on the information received, the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this valve was explanted from the aortic position after an implant duration of 12 years and 4 months for unknown reason. A 21mm valve was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.